Event description:
Technician alleged that when putting the bed into the brake position the bed moved and the wheels rolled. No impact to pt.

Manufacturer narrative:
Technician replaced the brake casters and bearings to resolve the issue.